Manufacturer narrative:
As reported in a research article, in 2016 a patient underwent bioprosthetic aortic valve replacement (avr) with a 21mm st jude medical epic valve and replacement of the ascending aorta with a 20mm non-abbott graft. An event of complete heart block, hypotension, endocarditis, septic shock, hyperglycemia, anemia, heart failure, left bundle branch block, mobile echo density, left frontal lobe cerebral abscess, para-valvular aortic incompetence, pseudoaneurysm, abscess formation, and valve explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "prosthetic valve endocarditis presenting as meningoencephalitis complicated by pseudo-aneurysms in a remote aboriginal healthcare setting in australia: a case report", was reviewed. This research article reported a case study of a (B)(6) year old female who was diagnosed with congenital bicuspid aortic valve (av) in 2003 at the age of (B)(6). The patient developed severe stenosis and regurgitation and developed a 4.7cm aneurysm of the ascending aorta requiring surgery at the age of (B)(6) (2016). The patient underwent bioprosthetic aortic valve replacement (avr) with a 21mm st jude medical epic valve and replacement of the ascending aorta with a 20mm non-abbott graft. A dual chamber pacemaker (ppm) was inserted post-operatively for complete heart block. Concurrent comorbidities included type 2 diabetes mellitus, hypertension and tobacco use. In 2019, the patient presented to the hospital hypotensive (82 mmhg systolic) with a pulse rate of 80/min, oxygen saturation of 100%, respiratory rate of 22/min, and febrile at 40.1 degree celsius. The patient was diagnosed with prosthetic valve endocarditis (pve). The patient received fluids resuscitation, vasopressors and board-spectrum antibiotics. The patient required intensive care unit admission for management of septic shock; antibiotics were subsequently changed once staphylococcus aureus (s. Aureus) was isolated from blood cultures. In addition, the patient received treatment for hyperglycemia, anemia (hb 62 g/l) requiring red blood cell transfusion and diuresis for biventricular heart failure. Electrocardiogram showed sinus rhythm with ventricular pacing and left bundle branch block. Cardiac imaging revealed a small mobile echo density on the bioprosthetic avr consistent with a vegetation without aortic root abscess formation or para-valvular regurgitation. No obvious vegetations were seen on the ppm leads. On day 13, CT brain showed an evolving left frontal lobe cerebral abscess, requiring neurosurgical intervention with drainage of a 30 40 20 mm abscess culturing s. Aureus. On day 45, a follow-up transthoracic echocardiogram (tte) revealed new mild paravalvular aortic incompetence and abnormal doppler flow external to the aortic root. Transesophageal echocardiogram (toe) demonstrated formation of two pseudo-aneurysms in the aortic root, one involving the left coronary sinus adjacent to the left main coronary artery (lmca), and one adjacent to the right coronary cusp above the right coronary artery. CT coronary angiogram (ctca) confirmed para-valvular and peri-aortic abscess formation and bilateral pseudo-aneurysms. On day 56, the patient underwent cardiac surgery involving explantation of the previous aortic epic valve, aortic graft and ppm, debridement and patch reconstruction of the aortic root with decellularized bovine pericardium, avr with a non-abbott valve and replacement of ascending aorta and hemi-arch. A new dual-chamber ppm was inserted 6 days later. IV antibiotics continued after the procedure, that was planned for 6 weeks but was shorten to 11 days due to the patient leaving against medical advice. The two pseudo-aneurysms remained stable in size on ctca at two and four months after surgery and tte 1-year post avr showed normal bioprosthetic valve function. [The primary and corresponding author of this article is (B)(6), md, (B)(6) hospital, (B)(6)].